Event description:
This lead was capped and replaced due to high pacing impedance measurements. The pacing impedances were over 1200 ohms. There were no adverse events reported for the patient. Should additional information be received, this file will be updated.